Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient placed the programmer antenna over the implantable neurostimulator (ins), they felt the stimulation but when they removed the antenna and turned the programmer off they stopped feeling the stimulation ¿that much¿. It was noted that the ins was implanted last wednesday ((B)(6) 2018) and first started to use the device yesterday. They inquired if the programmer had to stay on and over the ins for them to feel the stimulation. The patient stated that they did not use the stimulation off button as instructed. Programmer icon meaning was reviewed with the patient. There were no further complications reported or anticipated.